Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The patient experienced dislocation issues post op. The 36mm liner, 25mm screw, and 36mm biolox femoral head was removed. The cup was realigned. An mdm construct was implemented including a new 20mm screw through the acetabulum cup.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not available. Medical records received and evaluation: insufficient patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, patient history and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient experienced dislocation issues post op. The 36mm liner, 25mm screw, and 36mm biolox femoral head was removed. The cup was realigned. An mdm construct was implemented including a new 20mm screw through the acetabulum cup.